Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported loss of image upon angulation issue could not be determined, however, the issue was likely the result of physical stress applied to the insertion tube during user handling/mishandling, causing image sensor unit damage. The event can be detected/prevented by following the instructions for use section below: -inspection of the endoscopic image ¿-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that angulation caused a complete loss of image entirely. The customer's originally reported issue was confirmed. The following additional findings were also noted: bending section cover adhesive lifting, no data switches 1 through 4 not working, and insertion tube dented with a failed ring gauge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their evis exera iii bronchovideoscope had pronounced image noise when angulated. Upon inspection and testing of the returned unit, it was discovered that angulation caused a complete loss of image entirely. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.